Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 19-jan-2015 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2015 with lot number c55828. It was reported that at the time of the adjustment and positioning of the gold band, coils ruptured. This event occurred in operating room during insertion under general anesthesia. Reporter stated tubal catheterism was difficult. He suspected a spasm during insertion as a cause related to the patient, which could explain the event. It was decided to remove implant with hysteroscopic pliers for ligature. Bilateral insertion was done with another device. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, tubal catheterism was difficult and at the time of the adjustment and positioning of the gold band, coils ruptured. Reporter suspected a spasm during insertion as an explanation for the event. All reported events were considered non-serious and are listed according to essure's reference safety information; except for the reported coils rupture (regarded as device breakage) which is unlisted. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties in the deployment of the device and a breakage occurred. Considering that these events occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was considered other reportable incident due to device breakage. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-mar-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: as of 1/23/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot c55828 (production date 10-may-2014 and expiration date 31-may-2017) was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. One further ae case report has been received to date in relation to the reported batch, but it does not refer also to a similar type of adverse events. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 03-mar-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, tubal catheterism was difficult and at the time of the adjustment and positioning of the gold band, coils ruptured. Reporter suspected a spasm during insertion as an explanation for the event. All reported events were considered non-serious and are listed according to essure's reference safety information. The reported coils rupture (regarded as device breakage) was previously regarded as unlisted, however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties in the deployment of the device and a breakage occurred. Considering that these events occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
The product technical complaint investigation and final assessment were received on 22-may-2015. The bayer reference number for the ptc report is: (B)(4). The ptc assessment was updated due to sample arrival. Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. The micro-insert was received in pieces. No essure handle was returned. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated with no quality defect or device malfunction confirmed. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 27-may-2015 for the following meddra preferred term: device breakage and the analysis in the global safety database revealed (B)(4). Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, tubal catheterism was difficult and at the time of the adjustment and positioning of the gold band, coils ruptured. Reporter suspected a spasm during insertion as an explanation for the event. All reported events were considered non-serious and are listed according to essure's reference safety information. The reported coils rupture (regarded as device breakage) was previously regarded as unlisted, however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties in the deployment of the device and a breakage occurred. Considering that these events occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product was returned and product technical complaint (ptc) analysis stated that the micro-insert was received in pieces. The ptc analysis stated that quality defect or device malfunction was unable to confirm and concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.